Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. An alert for high impedance was observed. Lead fracture suspected. Lead was explanted and replaced.